Event description:
It was reported that the 9800 system had image intermittently not showing and 'live' flashing on left screen after fluoro button was released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and ffb boards were replaced during the service call. The system was tested and found to be working as intended and put back into service.